Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, while attempting to make a pass using an indigo system catrx aspiration catheter (catrx) with a non-penumbra sheath, the physician noticed the distal tip of the catrx could not achieve any aspiration and, therefore, it was removed. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.